Manufacturer narrative:
(B)(4). Device not returned to manufacturer.

Event description:
It was reported that implant and latch driver tip (impdts) got stuck in the implant. The doctor was able to complete the procedure with an alternative driver.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: p-iis086gi rev. F 11/2015 and instsm rev d 02/16. Care must be taken when inserting the implant placement driver tip into the implant. A very low rpm must be used as you approach the internal connection of the implant with the driver tip to properly align the internal hex of the implant with the external hex of the driver. Press down firmly to engage the implant securely. A probable root cause for the reported event is highlighted in ¿cleaning and sterilization of biomet 3i kits and instruments¿ p-ifscss rev. F 10/2016, which explains that all instruments should be inspected before use for signs of wear and damage before and after use. It is therefore likely the event is attributed to customer error via a lack of instrument maintenance, or a breach of surgical protocol a singular root cause could not be determined. Alleged event was non-verifiable without the return of the product. No immediate corrections are required as this event is not thought to be the result of a manufacturing deviation.